Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d7a, e1 event site telephone. The trp 40cc was being used as a backup for pci treatment using cardiosave. Immediately after treatment began, an alarm indicating a malfunction of the optical sensor sounded. The optical sensor cable was subsequently unplugged and plugged in several times, but the error persisted. The treatment was continued after changing to a different trp 40cc. Due to the patient's infection, the product cannot be recalled.

Manufacturer narrative:
Due to character limitation at e1, initial reporter full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint reference: (B)(4).

Event description:
It was reported that the after inserting the transray 40cc intra aortic balloon (iab) catheter was being used as a backup for pci treatment using on cardiosave. Immediately after treatment began, an alarm indicating a malfunction of the optical sensor sounded. The optical sensor cable was subsequently unplugged and plugged in several times, but the error persisted. The treatment was continued after replacing the device with other device . There was no harm reported.